Manufacturer narrative:
During a phone conversation with the customer on 5-29-97, it was determined that the reported event date was incorrect. The true event date is that recorded by the device as 3-24-97. The user facility has stated that the device did not affect patient outcome. The returned device was investigated by a service technician who verified its proper performance. The device was thoroughly tested to all device specifications and was found to be fully compliant, operating normally through all tests completed. This testing included device assessment of approx. Fifty challenging heart arrhythmias. The device properly distinguished the appropriate rhythms to treat in every case and correctly followed its protocol. The returned printout from the event was reviewed by a clinical investigator who states that without the mcm, we cannot determine definitively how the unit voted to treat this rhythm, but it is possible that the device may have picked up the qrs complexes as well as the st segment elevations that were very peaked.

Event description:
On 4/1/97 arrived on scene to find a female 83 yr old pt in cardiac arrest. CPR was being performed. Unit was attached. Crew analyzed and got "no shock indicated" prompt. 39 seconds later, got "check pt" prompt and were able to deliver one shock, then another shock. The paramedics arrived and took over pt care transporting the pt to the hosp where in the emergency room she was pronounced from a ruptured aortic aneurysm. After the local and county directors reviewed the report they feel one of the rhythms is a nsr.